Event description:
It was reported that the patient received shocks for atrial fibrillation (af) with rapid ventricular response (rvr) as the device did not discriminate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.